Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a sensing anomaly and threshold anomaly. It was discovered that the lead had dislodged. The lead was explanted. No patient symptoms were reported.